Event description:
It was reported that during a pci procedure, the maverick2 monorail balloon ruptured at 12atms on the first inflation during predilation. The lesion being treated was located in the calcified and 90 % stenotic left circumflex artery (lcx). The device was removed from the patient intact. The procedure was successfully completed with a different balloon and the deployment of a non bsc stent. Patient status is listed as "good."

Manufacturer narrative:
The device was disposed of by the hospital; therefore no direct product analysis could be performed. A review of the manufacturing record for this particular batch (9460992) shows that the device met its material, assembly and product specifications at the time of its release to distribution. The exact cause of the difficulties experienced during the procedure could not be determined.